Event description:
It was reported the physician was performing a declot procedure in an upper arm fistula in interventional radiology. The ptd tip separated from the device. Approximately 30 passes were made prior to the tip separation and it was noted that it was a heavy clot in the graft/fistula hybrid. The device was removed and the tip was then removed from the patient via surgical cut down and forceps. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).